Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose was very high and they were at hospital. Customer reported that the blood glucose down to normal when he used another insulin pump in the hospital and very high when use his insulin pump again. The customer did the motor displacement test, it can passed and no special alarms. No further details given. Insulin pump will be returned for analysis.